Event description:
Patient reported obtaining a blood glucose result of "hi" (> 600 mg/dl), while using the suspect device. Patient indicated that, based on this value, she sought treatment in the emergency room. Patient stated that, 15 - 20 minutes later, blood glucose was measured on a hospital device with a result of 118 mg/dl. A few minutes later, patient reportedly retested blood glucose, on the suspect device, and obtained a result of "hi." No adverse event was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.